Event description:
Report received from (B)(6) stated that the trocar was bent and was very difficult to insert. No pt injury reported.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.